Event description:
Literature was reviewed regarding transcatheter aortic valve implantation (tavi) in japanese patients with large native annulus. The study population included 773 patients.  Multiple manufacturer¿s devices were implanted in the study population; 102 patients were implanted with a medtronic core valve (n=8), evolut r (n=55), or evolut pro (n=39) bioprosthetic valve. Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths. Among all patients in the self-expandable valve group, adverse events included: elevated peak gradients 16 mm hg, moderate or greater paravalvular leak, severe patient-prosthesis mismatch, major vascular complication, coronary occlusion, arrhythmia requiring permanent pacemaker implant, stroke, and acute kidney injury. No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: onishi, et al. Transcatheter aortic valve implantation in japanese patients with large annulus: the ocean-tavi registry. Journal of the american college of cardiology 4: 9, 686-694 2024. Doi.org/10.1016/j.jacasi.2024.07.002. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.